Manufacturer narrative:
Field service engineer verified that equipment is working to specifications. The device history record confirms that the product passed and met all requirements before releasing. This is considered a reportable event since the patient received medical intervention.

Event description:
It was reported that after using the picosure 532nm handpiece on the red part of the tattoo, redness was observed to the medial side outside of the tattoo that was not treated. Patient was diagnosed with cellulitis and prescribed oral antibiotic and ointment for intervention.